Manufacturer narrative:
(B)(6) 2021 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
15-jul-2021 lead explanted. Per oos, the lead also had insulation damage. Upon receipt, the lead under complaint was found cut 40 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. The analysis revealed 29 cm proximal to the lead tip that the insulation was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing and low impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2021 lead explanted. Per oos, the lead also had insulation damage. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and low impedance were reported on this rv lead. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.